Manufacturer narrative:
D4: lot number: 5669848 or 5679817. D4: UDI number: (B)(4). Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It reported that a mobi-c implant disassembled in the disc space during a surgery. There was no patient impact.

Event description:
It reported that a mobi-c implant disassembled in the disc space during a surgery. There was no patient impact.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. The returned device matches the information in the complaint file and was examined. Visual inspection revealed no signs of damage on the two returned components. A functional inspection is unable to be performed due to only receiving the two plates. Root cause: this event could possibly attributed to improper assembly on the implant holder. DHR review: the DHR was reviewed for both ln 5669848 and ln 5679817. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.